Manufacturer narrative:
(B)(4) (mainframe (B)(4) nim neuro 3.0 intl): serial number - (B)(4); lot number ¿ 206555897; manufactured date ¿ february 6, 2013; UDI # - (B)(4); 510k - k083124 ; (B)(4) (patient interface): the product analysis indicates that there was no fault found with the device. The reported issue could not be confirmed. The patient interface was cleaned, sanitized and successfully tested to specifications. (B)(4) (mainframe): the product analysis indicates the reported issue could not be confirmed. There was no fault found with the device. The operating system was updated, the cf card was replaced, and the touchscreen was calibrated. The mainframe was cleaned, sanitized, and successfully tested to specifications.

Event description:
The customer reported that during a cochlear implant, the surgeon did not see or hear any response when touching the nerve with a stimulating probe. All pre-op checks were satisfactory. The probe was replaced after checking all attachments, wires, monitor, etc. With no resolution. The device was working intermittently with no response when stimulating the nerve. There was a delay to the procedure. The case was completed without the nim. The patient was not paralyzed at the time of use. There was no patient or staff impact.